Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Operative notes were not provided. An xray was provided and reviewed by a health care professional. The review identified an oblique moderately displaced periprosthetic fracture of the right proximal femoral diaphysis. There is no implant or cerclage wire fracture. Bone quality is osteopenic. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient was revised at an unknown date for periprosthetic fracture of the proximal right femur. A plate was used to fix the fracture, implant was not revision and remained well fixed. Attempts have been made and additional information on the reported event is unavailable at this time.